Manufacturer narrative:
Apoc incident (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2019, abbott point of care was contacted by a customer regarding I-stat g3+ cartridges that yielded a suspected discrepant po2 on a patient. There was no patient information available at the time of this report. Return product is not available for investigation. (B)(6). Collection and test times were not provided. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay.

Event description:
Na.

Manufacturer narrative:
Apoc incident #: (B)(4). The investigation was completed on 09/11/2019. A review of the device history record confirmed the lot passed finished goods release criteria. Retained cartridge testing met the acceptance criteria found in q04.01.003 rev. Ad, appendix 1- product complaint level 2 and level 3 investigation procedure. No deficiency has been identified.